Manufacturer narrative:
Date rec'd by MFR: 21oct2019. Date of report: 22oct2019. The fse (field service engineer) evaluated the ventilator and attempted to calibrate using touchscreen diagnostics. There was no response thus the reported problem was confirmed. The touchscreen was replaced and the issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
Customer contacted technical support (ts) stating that touchscreen will not calibrate properly. The customer reported there was no patient involvement.